Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer lok¿ syringe packaging wouldn't "open correctly" and got paper shards in the operating room during use. This occurred on 2 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "customer is having issues in the o.r. With them not opening correctly. They are having to throw away the ones that are not opening."

Event description:
It was reported that the bd luer lok¿ syringe packaging wouldn't "open correctly" and got paper shards in the operating room during use. This occurred on 2 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "customer is having issues in the o.r. With them not opening correctly. They are having to throw away the ones that are not opening."

Manufacturer narrative:
H.6. Investigation summary: five samples received for investigation. The opening of the packages was in accordance and although it was possible to observe small fiber residues, they are within the acceptance level. During the documentary review, no records of quality events were found that could give rise to a defect reported by the client, the lot was inspected and subsequently released in accordance with the current work instruction, in addition, the client sends five physical pieces for inspection. Which obtain satisfactory results during the ¿clean opening¿ test, it is worth mentioning that corrective and preventative action (CAPA) 1506100 is currently under investigation, which was opened due to the increase in the number of claims related to the reported defect, h3 other text : see h.10.